Event description:
Reportable based on device analysis completed on 23sep2019. It was reported that the coil was stretched. An 8mmx40cm interlock -35 was selected for use. Upon preparation, the coil was found stretched when taken out from the tip of the protection tube. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the interlocking arm of the coil was detached and the actual number of distal fiber bundles received did not meet specification. It was further reported that flushing was not performed when the coil slightly protruded from the introducer sheath before insertion for confirmation. After confirmation, the coil was inserted in the angiographic catheter, but resistance was encountered right after starting advancement. The issue occurred inside the angiographic catheter at outside patient's body. It was unknown when the interlocking arm detached. The blood adhesion on the device was likely occurred due to blood flowed back when it was inserted in the angiographic catheter. It was further reported that intermittent flushing was performed but it was unknown if it was done sufficiently prior to inserting the coil into the catheter.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn provided by the customer. A delivery wire, main coil and introducer sheath were returned for this complaint. The coil and delivery wire arms were not interlocked, the main coil one section was outside the introducer sheath. The introducer sheath was inspected and no anomalies were noted, the twist lock had been opened; however, blood residues were found inside. The main coil was found kinked and stretched, besides, the fiber bundles had blood residues. The interlocking arm was detached. The delivery wire was advanced through the introducer sheath, but it was not possible to continue advancing it due to the main coil was stuck; it was necessary to cut the sheath in order to release the main coil. Microscopic inspection performed on delivery wire. The proximal end has a smooth surface. The interlocking arm was inspected and not damages were found. Microscopic inspection performed on main coil. The zap tip has a smooth surface. The main coil was stretched and kinked near the interlocking arm; more stretched sections were observed along the main coil. The interlocking arm was detached. Dimensional inspection of the delivery wire was found within specification. The main coil failed specification for the number of distal fiber bundles.

Event description:
Reportable based on device analysis completed on 23sep2019. It was reported that the coil was stretched. An 8mmx40cm interlock -35 was selected for use. Upon preparation, the coil was found stretched when taken out from the tip of the protection tube. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the interlocking arm of the coil was detached and the actual number of distal fiber bundles received did not meet specification. It was further reported that flushing was not performed when the coil slightly protruded from the introducer sheath before insertion for confirmation. After confirmation, the coil was inserted in the angiographic catheter, but resistance was encountered right after starting advancement. The issue occurred inside the angiographic catheter at outside patient's body. It was unknown when the interlocking arm detached. The blood adhesion on the device was likely occurred due to blood flowed back when it was inserted in the angiographic catheter. It was further reported that intermittent flushing was performed but it was unknown if it was done sufficiently prior to inserting the coil into the catheter.

Manufacturer narrative:
Initially reported as adverse event related to procedure evaluation code 4311. Supplement report is correcting it to failure to follow instructions evaluation code 18. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection identified that the coil and delivery wire arms were not interlocked, the main coil one section was outside the introducer sheath. The introducer sheath was inspected and no anomalies were noted, the twist lock had been opened; however, blood residues were found inside. The main coil was found kinked and stretched, besides, the fiber bundles had blood residues. The interlocking arm was detached. Functional inspection was performed by advancing the delivery wire through the introducer sheath, but it was not possible to continue advancing it due to the main coil was stuck; it was necessary to cut the sheath in order to release the main coil. Microscopic inspection was performed on the delivery wire and the proximal end has a smooth surface. The interlocking arm was inspected and not damages were found. Microscopic inspection was performed on the main coil. The zap tip has a smooth surface. The main coil was stretched and kinked near the interlocking arm; more stretched sections were observed along the main coil. The interlocking arm was detached. Dimensional inspection of the delivery wire was found within specification. The main coil failed specification for the number of distal fiber bundles.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A delivery wire, main coil and introducer sheath were returned for this complaint. The coil and delivery wire arms were not interlocked, the main coil one section was outside the introducer sheath. The introducer sheath was inspected and no anomalies were noted, the twist lock had been opened; however, blood residues were found inside. The main coil was found kinked and stretched, besides, the fiber bundles had blood residues. The delivery wire was advanced through the introducer sheath, but it was not possible to continue advancing it due to the main coil was stuck; it was necessary to cut the sheath in order to release the main coil. The proximal end of the delivery wire has a smooth surface. The interlocking arm of the delivery wire was inspected and not damages were found. The main coil zap tip has a smooth surface. The main coil was stretched and kinked near the interlocking arm; more stretched sections were observed along the main coil. The interlocking arm of the main coil was detached. Dimensional inspection of the delivery wire and main coil that could be measured were performed and were within specification. The actual number of distal fiber bundles received did not meet specification.

Event description:
Reportable based on device analysis completed on 23sep2019. It was reported that the coil was stretched. An 8mmx40cm interlock -35 was selected for use. Upon preparation, the coil was found stretched when taken out from the tip of the protection tube. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the interlocking arm of the coil was detached and the actual number of distal fiber bundles received did not meet specification. It was further reported that flushing was not performed when the coil slightly protruded from the introducer sheath before insertion for confirmation. After confirmation, the coil was inserted in the angiographic catheter, but resistance was encountered right after starting advancement. The issue occurred inside the angiographic catheter at outside patient's body. It was unknown when the interlocking arm detached. The blood adhesion on the device was likely occurred due to blood flowed back when it was inserted in the angiographic catheter.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection identified that the coil and delivery wire arms were not interlocked, the main coil one section was outside the introducer sheath. The introducer sheath was inspected and no anomalies were noted, the twist lock had been opened; however, blood residues were found inside. The main coil was found kinked and stretched, besides, the fiber bundles had blood residues. The interlocking arm was detached. Functional inspection was performed by advancing the delivery wire through the introducer sheath, but it was not possible to continue advancing it due to the main coil was stuck; it was necessary to cut the sheath in order to release the main coil. Microscopic inspection was performed on the delivery wire and the proximal end has a smooth surface. The interlocking arm was inspected and not damages were found. Microscopic inspection was performed on the main coil. The zap tip has a smooth surface. The main coil was stretched and kinked near the interlocking arm; more stretched sections were observed along the main coil. The interlocking arm was detached. Dimensional inspection of the delivery wire was found within specification. The main coil failed specification for the number of distal fiber bundles.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that the coil was stretched. An 8mmx40cm interlock -35 was selected for use. Upon preparation, the coil was found stretched when taken out from the tip of the protection tube. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the interlocking arm of the coil was detached and the actual number of distal fiber bundles received did not meet specification. It was further reported that flushing was not performed when the coil slightly protruded from the introducer sheath before insertion for confirmation. After confirmation, the coil was inserted in the angiographic catheter, but resistance was encountered right after starting advancement. The issue occurred inside the angiographic catheter at outside patient's body. It was unknown when the interlocking arm detached. The blood adhesion on the device was likely occurred due to blood flowed back when it was inserted in the angiographic catheter.